Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-12543. It was reported that the patient was experiencing a decrease in pain relief. In turn, an x-ray confirmed that the left t12 lead has migrated into the epidural space. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Additional information received indicate the patient underwent a surgical procedure on (B)(6) 2019, wherein both leads were explanted and replaced. Effective therapy restored post-operative.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.